Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 35087 was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. The catheter passed the electrical integrity test and the performance test as per specification. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a broke push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter luer broke off when connecting the co-pilot. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.